Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reverted to manual injections for alternate insulin therapy. Customer¿s blood glucose level was 140 mg/dl.

Manufacturer narrative:
Reportedly, the customer continued using the pump for insulin therapy and the insulin gauge began functioning as intended.